Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spondylolisthesis at l5; and underwent posterior lumbar fusion at l2-l5 and transforaminal lumbar interbody fusion at l5-s1. After checking the post-operative x-ray, it was found that the screw at l3 has deviated to the lateral side. So, the screw was inserted again. There was a delay of more than 60 minutes in overall procedure time as a result of this event. The product came in contact with the patient. Patient complications as a result of this event were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There were no patient complications reported as a result of this event.